Event description:
A customer contacted baxter's technical service center for assistance with an alarm that appeared on the display of the home patient's homechoice machine during priming. Baxter's technical service representative (tsr) advised the home patient to change the drain line extension since it was old, but the machine continued to alarm. Tsr advised the home patient to start over with new supplies and advised to call back if problems contiued. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Baxter product surveillance department reviewed proper procedure with the home patient's spouse.